Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.

Manufacturer narrative:
The DHR, lot trending, visual analysis and retains testing was not performed since there is sufficient information to determine user error as the cause. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The assignable cause of the issue can be attributed to user error. An asp clinical education consultant (cec) visited the customer and performed a series of troubleshooting sterrad processing runs. The cec found that the old and worn "casket" containers were the cause of the color change issue when used with a heavy load. The concern is that the older containers are scratched and can be absorbing hydrogen peroxide into the crevices. The customer was instructed to use their new "casket" containers or only light load in the old containers. The issue will continue to be tracked and trended.